Manufacturer narrative:
Event occurred intra-operatively and was not implanted. Event occurred intra-operatively and was not implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was lost. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, when the surgeon was torqueing a locking screw, the screw broke. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a knee procedure, when the surgeon was torqueing a locking screw, the screw broke. The surgery was delayed fifteen (15) minutes and another of the same device was used to complete the procedure. No pieces fell into the patient's wound and and no adverse events were reported as a result of the malfunction.